Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus), leading to a replacement procedure. The aus was about 12 years old; it was removed and a new device was implanted. The patient had a good outcome.